Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that the physician was aware of this issue and did not perform any additional troubleshooting. There have been no programming changes made, since there has not been any impact to the patient.

Event description:
Additional information received indicated that there were additional reports of noise, oversensing and pacing inhibition. A revision procedure was performed and the ra lead was surgically abandoned. The device was also explanted. The ra lead was not tested with the pacing system analyzer (psa), however there was possible damage to the tip of the lead as noted on x-ray. The suspected damage may have been related to previous heart surgery the patient had. No additional adverse patient effects were reported.

Manufacturer narrative:
This follow-up 002 report was not submitted previously. As per request by the FDA on january 31, 2024, follow-up 002 has been resubmitted in an effort to release follow-up 003 from hold status.

Event description:
Boston scientific received information that the lead safety switch on this pacemaker and associated right atrial (ra) lead was triggered indicating a high pacing lead impedance greater than 2,000 ohms. Pacing thresholds measurements were also elevated. A review of the stored episodes indicated there were 15,000 atrial tachy response (atr) episodes which appeared to have a lot of noise. A boston scientific technical services (ts) consultant discussed some additional programming options including turning the lead off. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the lead safety switch on this pacemaker and associated right atrial (ra) lead was triggered indicating a high pacing lead impedance greater than 2,000 ohms. Pacing thresholds measurements were also elevated. A review of the stored episodes indicated there were 15,000 atrial tachy response (atr) episodes which appeared to have a lot of noise. A boston scientific technical services (ts) consultant discussed some additional programming options including turning the lead off. No adverse patient effects were reported.